Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event of the epg (external pulse generator) shutting itself off. The device passed all tests, with no anomalies observed. The battery release, lead flex cover, and battery drawer were found to be contaminated, the upper case dented, the lower case and one side bail cover broken, ring bent, and keyboard scratched. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported to the hospital biomedical department by a nurse that the epg (external pulse generator) turned off suddenly, without warning, and the patient was compromised as pacing stopped and the patient "dropped a beat." No low battery indicator was displayed. The epg was noted to have turned itself off. At that time, they used another epg on the patient. The epg was returned for repair and general check. No patient complications have been reported as a result of this event.